Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. This device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, heavily calcified, 75% stenosed mid left anterior descending artery. A 3.0x12 mm nc tenku was being advanced for pre-dilatation without resistance felt, until crossing the lesion where some difficulty crossing was experienced. An attempt to inflate the balloon failed and blood was observed coming into the indeflator. It was believed that the balloon had ruptured. Predilatation was completed with another balloon catheter, after which a non-abbott stent was placed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.